Manufacturer narrative:
UDI: lot number unknown; (B)(4). The lot number was unknown; therefore, the device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the attachment device and observed that a piece of unknown cutter device was noted inside the motor locking mechanism. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition the cutter was received in. It was further observed that the piece of the cutter had broken off below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not sent in. It was determined that the root cause of the failure was due to corrosion, which was clearly observed and was a typical result of insufficient cleaning after clinical procedures. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an equipment inspection at the home office prior to shipping the evaluation, it was discovered that a piece of the burr device was broken and stuck inside the attachment device. It was further reported that the attachment device was unable to be inserted into the burr device. The reporter stated that since the attachment device appeared clean, they had guessed that it was either a piece of cutter device or some debris from cleaning that was blocking the insertion of a ma dissection tool. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.